Event description:
It was reported that, during a cori assisted tka surgery using one (1) real intelligence cori, surgeon noticed that the data seem different from what was seen on the or table. Surgeon recollected points for better tibia data and but still could not get the bur to cut at the resection needed. It was also noted that the keel of the tibial component in the planning screen was emerging from the tibia and the tibia model was tilted from what was provided in the typical free collection. Surgeon was able to manually clean up the defects and conclude the case with good results. The procedure was resumed, after a non-significant delay, using the same device. No further complications were reported.

Manufacturer narrative:
Internal reference number: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.